Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rigth ventricular lead exhibited a capture anomaly. The lead was capped and replaced on (B)(6) 2016 successfully. A new lead was placed. No additional information was available.